Event description:
The customer reported an adc librelink application issue, and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the [samsung a10, samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi] devices have not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on product websites in countries where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an adc librelink application issue, and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported an adc librelink application issue, and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the [samsung galaxy-z flip4, android os 12, version 2536373] devices have not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on product websites in countries where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.